Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals both intact. The pump was observed to have a cracked barrel clamp head and the left plunger case had a broken screw boss. A review of the pump event history log found maintenance recommended in the history. Functional testing was performed using power up process and during testing, maintenance was recommended at power up. The root cause of the reported problem was due to the need for annual preventive maintenance. To resolve the normal advisory alarm, annual preventive maintenance was performed. The maintenance recommend alarm was an expected, normal advisory alarm designed to notify the customer when it's time to perform required pump maintenance.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited error message. No adverse effects were reported.